Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the healicoil knotless suture anchor pulled out. Surgery was resumed, after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The additional anchor was used in the original bone hole; therefore, no medical intervention was required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.